Manufacturer narrative:
The product has been returned to masimo for eval. When the investigation is complete, a f/u report will be submitted.

Event description:
It was reported that a rad-5v device lost the ability to display all numeric values; only some are displayed. Also, the siq bar and pi bar are missing segments on the display. No known impact or consequence to pt.